Event description:
It has been reported to us that during procedure, the marker band of the aspiration catheter separated and remains inside the patient's leg. The physician inserted the guide catheter and guide wire into the patient's lower leg. The physician inserted the aspiration catheter into the patient. The physician pulled back on the aspiration catheter and the wire lumen became torn and the marker band separated from the shaft. The physician was unable to remove the separated marker band from the patient and is still inside the patient's lower leg. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.